Event description:
The proximal shaft 1/3 of the way down from the hub tore (developed a leak). The report co rec'd from the field indicated that, during a ptca/stenting procedure while the physician was attempting to cross the proximal lad lesion, the proximal shaft 1/3 of the way down from the hub tore (developed a leak). Could not hold pressure in the balloon or deploy the stent. The system was withdrawn without an event occurring with the pt.